Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2013 and suture was used. While the suture was being knotted at the vaginal vault, the needle broke into two pieces. One broken piece was lost in the patient's tissue. When the doctor tried to remove it, it broke into three new pieces. One of those three fragments was not found. An x-ray was performed. Approximately 3 mm of needle was lost inside the patient. Another like device was used to complete the procedure. There are no plans to remove the needle fragment. Currently, the patient has had good postoperative evolution.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): a needle that broke in the body in two places, the part of the needle between the point and the attachment end was missing, was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.